Event description:
It was reported that the pump was failed the accuracy delivery test. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one cadd solis hpca was returned for investigation in good condition. The labels and keypad were intact. There was no evidence in the event history log to support the customer reported product problem (failed delivery accuracy test). The investigator performed a delivery accuracy test. The customer reported problem was replicated during the test. The results were as follows: +3.07%, +2.22%, and +4.19%. While all these values were within the published customer specification of +/- 6.0%, two of the values were outside the internal specification of +/-3.0%. This product problem occurred because the expulsor was out of calibration. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor was trimmed to bring the values closer to nominal specification.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing: this showed the delivery was within the system specifications (+/-6%) but outside of +3%. The device expulsor was trimmed to bring delivery closer to nominal.